Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose. Reportedly the customer declined troubleshooting with tandem technical support and no additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.